Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath. The header bag was returned as well. No other components were returned. Upon visual analysis, the arteriotomy locator was appropriately mated with the hemostasis sheath. Both the components were properly mated and blood inlet holes were aligning. The hemostasis sheath and arteriotomy locator was examined under a microscope and no visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +/-0.002. The inner diameter of the locator was measured to be 0.037" which was within the specification of 0.037'' +/-0.001. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the returned device, the complaint could not be confirmed for difficult insertion of the assembly into patient's artery. The exact cause of the alleged event cannot be determined. All the dimensions on the returned components were within specifications. However, the guidewire was not returned which could have been defective or kinked. Scar tissue or calcified arteriotomy or other physiological factors may have led to the issue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor found resistance while advancing the angio-seal sheath for about few centimeters over the guide wire. The doctor decided to stop and remove the angio-seal sheath. The procedure was completed with manual compression. The patient was in stable condition. Hemostasis was achieved by manual compression. There was no patient injury, medical/surgical intervention required. Additional information was received on 28july2021: the type of procedure performed was a neuro embolization interventional using a 6fr sheath. A pre-deployment angiogram was performed.